Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with pairing to the ilet failing while no sensor-failed alerts were present, and troubleshooting included checking alarms, restarting the pump, toggling connections, re-pairing, and advising a brief wait before considering a sensor change; relevant device components included the antenna and electrical/magnetic elements. No adverse clinical symptoms reported, and blood glucose was not affected. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, associated with antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.